Event description:
It was reported by a competitor that the right ventricular lead showed multiple episodes with noise reversion and high ventricular rates and the right atrial lead also had noise. The episodes all seemed to have noise simultaneously atrially and ventricularly sensed, no (B)(4) source was recollected at the time of the recorded episodes, and isometrics reproduced the noise on the two leads. The leads will be capped and replaced. No patient complications have been reported as a result of this event. It was later reported that the right atrial lead and right ventricular lead had possible lead filler fractures.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This information was received from a competitor. All data pertinent to the event is provided. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported by a competitor that the right ventricular lead showed multiple episodes with noise reversion and high ventricular rates and the right atrial lead also had noise. The episodes all seemed to have noise simultaneously atrially and ventricularly sensed, no electro magnetic interference (emi) source was recollected at the time of the recorded episodes, and isometrics reproduced the noise on the two leads. The leads will be capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This information was received from a competitor. All data pertinent to the event is provided. If additional relevant information is received, a supplemental report will be submitted.